Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a suction break during side cut of a lasik corneal flap. No additional information expected.

Manufacturer narrative:
The root cause could not be identified conclusively. There are other variables taken into consideration during the surgical case ¿ eye anatomy, patient reaction, placement of the suction ring and applanation cone onto the patient¿s eye. (B)(4).